Event description:
It was reported that while cinching the tibial button implant, during an acl reconstruction, the suture broke near the button. The femoral implant was already in place, as was the graft. Both the femoral and the tibial buttons were removed along with the graft. An extended incision was used in the existing insertion points to retrieve the buttons/graft. The graft was repositioned and the case was completed using a btb tightrope.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed that the white suture broke off at the splice. Broken ends of suture are frayed. This type of event is typically caused by nicking the suture with another instrument, fraying from sharp edges of the bone tunnel and/or applying excessive force when shortening the suture strands. The directions for use (dfu-0147) for the device states: "excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.